Event description:
A customer had a problem with the fastemp oral probe. The customer alleges "the tip broke on the fastemp probe and burned the pt."

Manufacturer narrative:
A review of the DHR for the lot did not find any issues or deviations. The probe was released in april of 2005. A review of the product and process discrepancy reports did not identify any issues relative to the subject lot of material. There were four unconfirmed complaints of this nature in 2005, two of which were reported by the smae customer. One oral probe was returned for analysis. A physical inspection of the sample found that the probe tip was missing; additionally the heater resistor was found to be missing. An x-ray of the circuitry indicated that the shaft assembly was constructed correctly and showed no evidence of mechanical or electriacl failure. No corrective action will be taken because the sample exhibitied damage (missing components) and the failure could not be recreated. The probe passd the electrical tests and did not enter into the preheat (the functional test was limited due to the broken bonding wire on the heater/thermistor. The probe did not get hot providing the tip assembly was in place; it should be noted that the probe should not be used if the tip has been damaged or removed. The mass of material in the probe tip acts as a heat sink during the preheat cycel, adn the probe cover further insulates the patient frm the heat generated by the heater-resistor. The probe is not designed to be used without a probe cover. This complaint will be used for trending and tracking purposes.